Event description:
One female hygienist experienced an immediate red and itchy rash on her chin which then spread to the rest of her body. While still at the dental office she took a benadryl then was taken to the emergency room where she was given i.v. Medication. She was discharged the same day.